Event description:
Altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to clean speaker holes, remove and reconnect cartridge, and resume insulin, but the altitude alarm recurred. Cts instructed to load new cartridge which did not resolve issue. Customer's insulin delivery was temporarily suspended, and a backup therapy using mdi was utilized. Cts arranged for replacement of pump and cartridge, provided storage mode instructions, and ensured customer understood procedures for returning the problematic pump. Replacement pump, with updated software, was sent to the customer who must program settings and connect cgm to the new pump.